Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 364 mg/dl and high ketones. Ketone level identified as life threatening by healthcare provider. Troubleshooting was started with tandem technical support, but the customer was unable to complete troubleshooting. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information; however, no response was received.